Event description:
The following has been reported: fresenius kabi rep: "insulin infusion running at 15u/hr instead of 1u/hr, pump alarming, syringe appeared to be misaligned." Customer communication: "a syringe pump with serial number (B)(6) that has been brought to biomed from hospital - ICU as it was involved in a near miss' clinical incident with the following details. We've downloaded the event logs for the date of the incident, being the 12/06/2026, however we are now looking to send this pump to fresenius kabi to perform your own review." "Type of syringe used (brand, reference, and volume)? Terumo syringe, reference code: ss*5ole, 50 ml syringe · what alarm(s) were displayed at the time of the event? See attached video - pump was unresponsive with high pitched alarm shortly afterwards see attached photo - error 49-0004!!! Backup capacitor. This alarm happened after the event when the pump was being interrogated. Was the syringe found to be misaligned when the event was identified? No misalignment but the nurse reported that there appeared to be some slight disturbance of the syringe but not complete dislodgement was the pump operating on battery power or connected to mains power? Connected to mains power via a link agilia docking station were any battery-related alarms, charging issues, or power interruptions observed? Nil [none]. Reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.